Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Post centrifugation: the specimen in the original tube should be centrifuged once. Tubes should not be re-centrifuged once the barrier is formed. A potential for inaccurate test results is possible. Analytes from cellular leakage/exchange, accentuated by clot retraction, will then be centrifuged into the serum being used for testing. If re-centrifugation is required for improved serum quality, then aspirate serum into a properly labeled clean tube. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that three bd vacutainer® sst¿ blood collection tubes were low in draw volume and poor in separation. When tubes were spin, there was a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. Customer¿s verbatim: ¿ "gold top tubes not spinning down with a certain lot number. The lot number is 8292794. Part # 367986". Additional information received: we could never test from the primary tube due to lack of sample volume due to lack of gel separation. When the tubes spin there is a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. We had to remove as much of the cells and serum as possible from the primary tube and then spin that and separate into another plain tube for testing. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three bd vacutainer® sst¿ blood collection tubes were low in draw volume and poor in separation. When tubes were spin, there was a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. Customer¿s verbatim: "gold top tubes not spinning down with a certain lot number. The lot number is 8292794. Part # 367986". Additional information received: we could never test from the primary tube due to lack of sample volume due to lack of gel separation. When the tubes spin there is a small red button on the very bottom, with gel just above, then a ¿red¿ layer of cells and debris on top of the gel. We had to remove as much of the cells and serum as possible from the primary tube and then spin that and separate into another plain tube for testing.¿